Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that occlusion alarms occurred. Reportedly, there was a blockage in the cartridge. The customer changed the cartridge to address the issue. On going trouble shooting resulted in the pump being replaced. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pup for insulin therapy.